Event description:
Pt will contact dompe to complain about the pipettes being difficult to use. He states that when he pushes the plunger. The medicine squirts out and is difficult to control the pipettes for oxervate work very poorly and squirt the medicine out. He says it's very difficult to control how much medicine gets in the eye. No further pertinent details provided. Dates of use: unk, first ship date: 05/25/2022. Diagnosis for use: neurotrophic keratoconjunctivitis of right eye.